Manufacturer narrative:
This issue happened to 25 devices using a specific lot of batteries. The batteries were contaminated with metal particles that caused a slow gradual short circuit. All potentially impacted devices were identified; a voluntary corrective action was implemented. This MDR is being filed retroactively after discussions with cdrh and oii divisions of the FDA.

Event description:
Premature battery depletion of the patient's guardian system imd resulted in the explant of the device on (B)(6) 2023. The initial issue occurred on (B)(6) 2022 when the patient reported to her doctor with a see doctor alert from the device. At the doctor's office the implant was interrogated and it was determined that the device had experienced a device reset. However, the device recovered and was working correctly following that visit. The patient returned to the clinic for a routine follow-up visit on (B)(6) 2022. At that visit it was determined that the device could no longer be communicated with via the programmer. The physician was made aware of the issue and the physician spoke to the patient at that time and indicated that the device should be explanted in order to perform an investigation to determine the root cause of the failure. The patient decided to have the device explanted and replaced and that procedure was performed on (B)(6) 2023. The device was decontaminated and returned to avertix for investigation a week later on (B)(6) 2023. This MDR is being filed retroactively at the request of cdrh as a result of an FDA inspection that occurred on february 19th through march 11, 2025. A report was also filed using medwatch earlier.